Event description:
When laparoscopic instrument was placed down the trocar, the cannula of the sleeve broke off from the head of the sleeve. A clean break noted and the cannula was retrieved without incident.